Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.

Event description:
During a follow-up in-clinic, loss of capture (loc) and phrenic nerve stimulation (pns) were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The lv lead was explanted and replaced. The patient was stable.